Manufacturer narrative:
The authorized service provider evaluated the device and found it needed a battery. Upon conclusion of the evaluation, it was determined that the battery requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device experienced a battery failure. There was no patient involvement.